Event description:
It was reported that the implants have been explanted due to unknown reason.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: b5, d4, h4, h6. The reported removal of the left side devices could be confirmed as patient scans were provided for the planning of new devices. The patient initially received bilateral tmj devices on (B)(6) 2021, and new left-side devices were planned in (B)(6) 2025 after the original left devices were explanted. The explantation was reportedly due to an infection, but no further details about the infection or exact explant date were provided despite repeated requests. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the implants have been explanted due to infection.